Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: failed barrel clamp. Description: 8110_syr. Lab observations (condition of unit as received): the device was received in good condition. Investigation summary: report failed barrel clamp during the device check in process was unable to confirm. As received, the syringe was set to perform binary switches, binary sensor, and check in testing and passed. Same testing procedure was repeated. No failure observed. The syringe was also performed barrel clamp calibration and passed. Conclusion: report failed barrel clamp during the device check in process was unable to confirm. Rework:: recommend re-installing barrel sizer. Disposition: route to service for normal process. (B)(4). New logic board failing force accuracy on pm, logic board is not recognizing barrel clamp at the close position. Sending to ops.